Event description:
It was reported that a patient¿s stimulation has been ¿turning off on her¿ since having the ins put in. It was stated that the patient saw a manufacturer¿s representative 6 weeks after implant but she didn¿t know it was not normal for the ins to turn off ¿with patient programmer¿. It was stated that she would use the patient programmer to turn the stimulator back on. It was stated that she would go in her basement and come back up and it would turn off. It was stated that it happened outside of the house as well. It was mentioned that the implantable neurostimulator (ins) battery was charged up so it shouldn¿t have been turning off. It was noted that the patient charged every two weeks, and one time she left the house and the ins ¿died on her¿ and she had to go home to recharge. It was noted that the patient mentioned sleeping while recharging. It was noted that the patient was redirected to her healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n383434, implanted: (B)(6) 2013, product type: accessory. Product ID: 9 7791, lot# n357085, implanted: (B)(6) 2013, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).